Event description:
It was reported that during a routine follow up premature battery depletion was suspected. Eri was reached on (B)(6) 2013 and eol was reached on (B)(6) 2013. The charge time limit was reached on (B)(6) 2013. The patient had been seen in (B)(6) 2013 and the battery voltage was in normal range with an estimated 2.9 years remaining longevity. Device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a sudden battery voltage decrease from eri to eos was confirmed in the laboratory via review of battery trending data. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the sudden battery depletion from eri to eos could not be determined.